Event description:
Pt died at dialysis center and rptr cites the article about recent failures of dialysis machines in new york times. Pt had been a dialysis pt at the dialysis ctr since 1997. Pt came to visit rptr in another state and pt received their usual dialysis treatment when visiting at another ctr. Upon returing home pt became critically ill and was taken to the hosp ctr. Pt was admitted to hosp intensive care unit. The drs said that pt developed a severe blood infection. Pt stayed at hosp for about eighteen days. Pt was then transferred to another med ctr for pulmonary rehabilitation. After release from med ctr pt resumed dialysis treatment at the dialysis ctr. While pt was on the dialysis machine at the center pt stopped breathing and died. As a result of the recent failure of the dialysis machines and filters, rptr is requesting an investigation in the cause of pt's death.